Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported internal battery failure, the unit will not function on battery. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The (fse) tested the battery and determined that the battery was not responding to the unit. The lot number was not visible on the information screen. Fse replaced battery, this resolved the issue. Fse performed the required test and passed. The (fse) replaced the battery to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The battery assembly was returned for failure analysis. The customer complaint was duplicated but the root cause cannot be determined without opening the battery package. The battery will be returned to manufacturer for further analysis.